Event description:
New information notes that the patient presented for a routine follow up in clinic. Programming changes were made to address the right ventricular oversensing due to t wave oversensing. The patient was stable.

Manufacturer narrative:
Correction: h3 should have been selected "no".

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardiovascular defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.